Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there was a foreign object inside the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not identify the foreign material from the obtained information. It was unknown if the reprocessing was conducted in accordance with IFU, however the foreign material possibly remained in the device due to the physical damage on the device from the obtained information. Since the lot number and manufacture date of the device were unknown, we could not confirm the DHR. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope angulation issues and no flow from the air water system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.